Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2012, an elective percutaneous coronary intervention (pci) was performed. The 90% stenosed, 2.5x24mm, diffused target lesion was located in the mid right coronary artery (rca). Predilation was not performed and a 2.50x28mm promus element drug-eluting stent was deployed at 18 atmospheres. Post dilation was performed and the visual residual stenosis rate was at 25% with timi 3 flow. The procedure was then completed. Two days later, the patient was discharged. In (B)(6) 2015, a coronary restenosis in the mid rca was noted. Another pci was then performed. The next day, the coronary restenosis was resolved. In (B)(6) 2016, a re-occurrence of the coronary restenosis in the mid rca was noted. Another pci was then performed. Two days later, the coronary restenosis was resolved.